Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appeared to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube were fully mated, in rear lock position. The anchor was visible in the device distal tip. Functional analysis was performed by resetting and redeploying the returned device. The device was set to forward lock position, deploying the anchor. The device was set to rear lock position, posting the anchor on the device tip. The anchor was pulled to manually deploy the device. The anchor, collagen, and tamper tube successfully deployed. The complaint can be confirmed for nondeployment device pullout. The exact root cause cannot be determined. The likely cause is obstruction to the device tip preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after treatment, the angio-seal device was unpacked for hemostasis. The angio-seal device was then set up as normal and the insertion sheath was positioned, then the device was inserted and withdrawn while maintaining tension at 45 degrees, however, the anchor was not placed and came back into the sheath and hemostasis failed. The use of the device was discontinued, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.